Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a hemodialysis adapter. The customer called to report a disconnection between the beta cap adapter and a baxter transfer set. The pt required prophylactic antibiotics, but did not develop peritonitis.